Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Pc-(B)(4). A review of complaint databases did not identify any anomalies. A review of manufacturing records was not required per wi 3430. The parts were reviewed by bioengineering and a report was received stating; it was unlikely that a manufacturing defect was present no information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint shall be closed with an undetermined conclusion entered into the complaints database and monitored through trend analysis. Post market surveillance is per sep 419.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was 10 years post primary thr with a corail pinnacle 36 mom (ultamet) bearing. The cup was revised for radiographic change consistent with metal sensitivity/aval.

Manufacturer narrative:
(B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.